Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the or buyer reported that the prw35 skin stapler was left on his desk with a note indicating that it had jammed. No other info available. There was no consequence to the pt.